Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The radical-7 touchscreen required a long time to show the measured results. The device would stop measuring a couple of times while working with it. There are alarms due to motion, but the child was sleeping. The user changed the red lnc cable and the sensor a couple of times, but it did not work; there were no measurements. Additional information received indicated that there were no alarms when the measurement stopped during monitoring. Also, in the event when there were no measurements due to patient motion during sleep, customer had low saturation alarms and sometimes low signal alarms. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.